Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an in-office check found that the right ventricular (rv) lead had very small r-waves. There had also been significant episodes of t-wave oversensing (twos) earlier in the month of which the t-wave discrimination feature applied and kept the patient from getting inappropriate shocks. It was noted that due to the t-wave oversensing post vs (ventricular sensed) there was a loss of crt (cardiac resynchronization therapy) pacing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.